Manufacturer narrative:
Evaluation summary: the powercross device was received for evaluation. The powercross catheter was inspected and a radial tear was discovered to the balloon. The inner assembly was not intact under the balloon segment. Under microscope it was identified as the distal segment of the catheter separated/detached at the proximal bond. No signs of a fracture, elongation, or kinking to the catheter shaft were observed. The segment of the balloon which remained intact with the catheter was approximately 70mm in length. The reported event of the balloon burst and catheter detachment has been confirmed.

Event description:
The physician intended to use a powercross pta catheter during procedure to treat a calcified distal lesion near the ankle with approximately 95% stenosis. The access vessel is reported as the anterior tibial artery. A 5 french sheath and an abbott hi torque connect 250t was used. The IFU (instruction for use) was followed during preparation, procedure and post procedure. No issues were noted prior to use. It is reported that resistance was experienced during use, as it was a heavily calcified lesion with many narrow segments on the vessel. The balloon was inflated with a syringe to approximately 12 atms. It is reported that the balloon broke during inflation. The tip and end of the balloon detached, and remained in the patient. It is reported that the physician was unable to remove the detached portion of the device from the patient. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.